Event description:
Customer reported, an rh discrepancy on the abs2000. A rh positive patient was reported as rh negative.

Manufacturer narrative:
Samples with various rh phenotypes were tested on an in-house abs2000 and in hemagglutination tests with retention anti-d (monoclonal blend) series 4, lot 504692 and anti-d (monoclonal blend) series 5, lot 505545. The expected reactivity was observed. Retention products performed as expected. The returned customer's patient sample typed as d- on the abs2000. The returned patient sample was tested with retention anti-d series 4, lot 504692 and anti-d series 5, lot 505545, and with other manufacturers' anti-d blood grouping reagents in hemagglutination tests. The sample exhibited +w to 1+ reactivity at the immediate spin test phase with all anti-d reagents tested. The abs2000 operator manual states: ?samples reacting 1+ or less in manual tube hemagglutination tests may be nonreactive by the corresponding abs2000 test.?